Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer declined complete troubleshooting steps, cause of occlusion was not determined, and customer changed supplies as necessary and resumed insulin therapy to resolve the issue.